Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to discharge post procedure upon performing device interrogation, the patient experienced phrenic nerve stimulation while sitting upright on the bed. It was noted that the right atrial lead exhibited loss of sensing and loss of capture, the impedance had also dropped. The lead was repositioned on (B)(6) 2019. The patient¿s condition was stable.